Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum pumps experienced nuisance air in line alarms during therapy (medication, dose, programmed amount and delivery rate unknown). The issue occurs when using a syringe adapter and the pumps are having to be lowered to alleviate the issue, depending on how much tubing is hanging and making more trouble finding the right position for everything. There was no patient injury or medical intervention associated with this event. No additional information is available.